Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the printer pin was broken. The user reported the printer was still useable, just unable to print. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.